Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection however, a field service engineer assisted the customer, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fluid invasion to the scopes connected to the tower. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error was caused by the scopes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during sedation the subject device had b30 scope communication error. The issue was found during a diagnostic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.